Manufacturer narrative:
Patient age, gender and weight are unknown, however it was reported the patient was over 18 years old. Visual evaluation of the returned complaint device revealed the distal portion of the guidewire to be elongated and unraveled. The teflon coating was found to be scrapped at 193cm and 53cm from the proximal end. Further examination revealed a core wire fracture at 252cm from the proximal end of the device. A 6cm section of the core wire was found still attached to the distal ball weld. Analysis of the core wire fracture determined there were no material anomalies and the fracture most likely occurred due to torsion overload motion. The outer diameter of the guidewire was measured and found to be within specification. It is likely that torsion motion overload was used due to anatomical or procedural factors that occurred during the procedure causing the defects noted in the investigation. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a j tube placement procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the guidewire was difficult to remove from the j-tube and when pulling the guidewire, the coil unraveled. No pieces of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the core wire to be fractured, therefore this is now an MDR reportable event.